Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156653.

Event description:
Voluntary medwatch received states the patient with this device had exhibited infection. A revision was performed and the device along with the right ventricular lead and right atrial lead were explanted. No additional adverse patient effects were reported.